Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at both proximal and distal ends of the stent appeared expanded and stent struts from the distal end were damaged with struts misaligned and pulled proximally. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts met resistance of a calcified stenosed lesion. The balloon cones were reviewed, and no issues were noted. Balloon cones shows signs of positive pressure having been applied. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. An attempt was made to load the recommended 0.014 inch guidewire through the tip, there were no issues noted in loading the guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23nov2020. It was reported that advancing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 24 synergy drug-eluting stent was advanced but failed to reach the target position. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.